Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and for extended periods of time. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device was kept by the hospital.